Manufacturer narrative:
H6: device code 2017 clarifier- failure to follow steps / instructions. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a venotomy closure of the left common femoral vein was attempted with a prostyle device using the pre-close technique via a 10f sheath hole prior to a cardiac ablation interventional procedure. Femoral imaging was not performed. Reportedly, a cuff miss [suture-retrieval issue] occurred. The suture of one new prostyle device was successfully pre-placed. The sheath size remained a 10f and the cardiac ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.